Event description:
It was reported that the patient presented to a scheduled procedure. During the procedure, the patient's blood pressure dropped and via an echocardiogram a pericardial effusion was confirmed. Pericardiocentesis and then a sternotomy was performed but the physician was unable to resolve the perforation. The patient ultimately passed away.